Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15817163 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This supplemental (follow-up 2) correction medwatch report is being submitted with the following sections updated/corrected. Complaint conclusion: during the use of an outback device, it was reported, that ¿the ¿l¿ ¿t¿ marker broke off in the patient¿. The tip separated while attempting to go over the horn. It was noted that the tip might have bent due to a calcified region. A 6f unknown sheath was used. No further action was taken as tip was in the subintimal area and patient was unharmed. There was no damage to the outback device noticed prior to opening the package. All ports were flushed twice after 30 second cannula action checked. The cannula action was verified during prep. Approach was made from the femoral artery. A .014 superpath guidewire was used. There were no problems noted with the gw. The outback was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuate smoothly. There was some resistance met while advancing the device over the guidewire. Not much resistance was met while withdrawing the device. This was an aortagram with bilateral runoff. The target lesion was the popliteal below the knee. It was reported that the vessel was not treated. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was ripped and not received with returned device. The inner liner presents marks of welding. It was not possible to measure the cannula usable length due to the damaged condition of the device. The unit is not functionally usable. No other anomalies were observed in the returned device. No other anomalies were observed in the returned device. Functional analysis could be not performed due to the tip was ripped. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics and procedural factors (calcification and difficulty passing the device over the iliac bifurcation) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.

Event description:
During the use of an outback device, it was reported, that the ¿l¿ ¿t¿ marker broke off in the patient. The whole tip separated; there was no kink in the area of separation. No further action was taken as tip was in the subintimal area and patient was unharmed. There was no damage to the outback device noticed prior to opening the package. All ports were flushed twice after 30 second cannula action checked. The cannula action was verified during prep. Approach was made from the femoral artery. A .014 superpath guidewire was used. There were no problems noted with the gw. The outback was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuate smoothly. There was some resistance met while advancing the device over the guidewire. Not much resistance was met while withdrawing the device. This was an aortagram with bilateral runoff. The target lesion was the popliteal below the knee. It was noted that the tip might have bent due to much calcified region.

Manufacturer narrative:
Additional information received indicated that the tip separated while attempting to go over the horn. A 6f unknown sheath was used. The vessel was not treated. Complaint conclusion: during the use of an outback device, it was reported, that ¿the ¿l¿ ¿t¿ marker broke off in the patient¿. The tip separated while attempting to go over the horn. It was noted that the tip might have bent due to a calcified region. A 6f unknown sheath was used. No further action was taken as tip was in the subintimal area and patient was unharmed. There was no damage to the outback device noticed prior to opening the package. All ports were flushed twice after 30 second cannula action checked. The cannula action was verified during prep. Approach was made from the femoral artery. A .014 superpath guidewire was used. There were no problems noted with the gw. The outback was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. The cannula actuate smoothly. There was some resistance met while advancing the device over the guidewire. Not much resistance was met while withdrawing the device. This was an aortogram with bilateral runoff. The target lesion was the popliteal below the knee. It was reported that the vessel was not treated. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was ripped and not received with returned device. The inner liner presents marks of welding. It was not possible to measure the cannula usable length due to the damaged condition of the device. The unit is not functionally usable. No other anomalies were observed in the returned device. No other anomalies were observed in the returned device. Functional analysis could be not performed due to the tip was ripped. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics and procedural factors (calcification and difficulty passing the device over the iliac bifurcation) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.